Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon of the foley catheter broke twice in the same patient. When the actual product was inspected, it was found to have broken due to deterioration caused by vaseline petrolatum jelly or oil. Based on sample information received via email on 30sep2025, it was reported that the two pcs of catheter were received in the same package. The batch# of catheters are different. Sample # 1 (batch#: myjz3001 & batch expiry date: jun 28,2027) and sample#2: (batch#: mykn3316 & batch expiry date: jun 28,2027).

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. Correction: d. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon of the foley catheter broke twice in the same patient. When the actual product was inspected, it was found to have broken due to deterioration caused by vaseline petrolatum jelly or oil. Based on sample information received via email on 30sep2025, it was reported that the two pcs of catheter were received in the same package. The batch # of catheters are different. Sample #1 (batch #: myjz3001 & batch expiry date: june 28, 2027) and sample #2: (batch #: mykn3316 & batch expiry date: jun 28,2027).